Manufacturer narrative:
H11: additional manufacturer narrative: the date of the event is unknown. Thus, the revision date of the article (11th of may 2024) was used as the occurrence date in field b3 as date of event. Article citation: kakderis c, didagelos m, kouparanis a, kamperidis v, ziakas a. Valve-in-valve transcatheter mitral valve replacement in a very high-risk octagenerian patient: a case report. Cureus. 2024 jun 1;16(6):e61493. Doi: 10.7759/cureus.61493. Pmid: 38952598; pmcid: pmc11216130. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the article received from greece "valve-in-valve transcatheter mitral valve replacement in a very high-risk octagenerian patient: a case report." Corresponding author charalampos kakderis et al., the following event was identified as pertaining to an edward device: a 79-year-old male patient with a 31mm carpentier-edwards perimount magna bioprosthesis implanted in mitral position underwent re-intervention for a valve-in-valve replacement due to bioprosthetic valve degeneration leading to severe stenosis with a mean pressure gradient of 19.39 mmhg and a borderline left ventricular injection fraction (lvef) of 50% with severe pulmonary hypertension (pasp > 55 mmhg) after nine years of implant duration. The patient was admitted with pulmonary edema and nyha iii class symptoms before valve replacement. A non-edwards transcatheter valve was successfully implanted within the edwards surgical valve. The mean pressure gradient was dropped to 2.33 mmhg and the patient was discharged asymptomatic.

Event description:
Per the article received from greece "valve-in-valve transcatheter mitral valve replacement in a very high-risk octagenerian patient: a case report." Corresponding author charalampos kakderis et al., the following event was identified as pertaining to an edward device: a 79-year-old male patient with a 31mm carpentier-edwards perimount magna bioprosthesis implanted in mitral position underwent reintervention for a valve-in-valve replacement due to bioprosthetic valve degeneration leading to severe stenosis with a mean pressure gradient of 19.39 mmhg and a borderline left ventricular injection fraction (lvef) of 50% with severe pulmonary hypertension (pasp > 55 mmhg) after 8 years and 3 months of implant duration. The patient was admitted with pulmonary edema and nyha iii class symptoms before valve replacement. A 29mm non-edwards transcatheter valve was successfully implanted within the edwards surgical valve. The mean pressure gradient was dropped to 2.33 mmhg and the patient was discharged asymptomatic.

Manufacturer narrative:
Added information to section a1, a2 (date of birth), b5 (describe event or problem), d6 (implanted date), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, a coronary artery bypass graft surgery and a chronic kidney disease.